Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 12 months and 24 months follow-up examinations were provided. On the basis of the evaluation of the images, the reported stent fracture could not be confirmed. The outer shape of the longer stent showed some irregularities. However, these were considered a consequence of the open cell design following the vessel wall. No deficiencies of the entire stent strut structure was identified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post- dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. Reportedly, pre- and post dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Implant date: corrected data.

Event description:
It was reported that 21 months post implantation of two overlapping stents for treatment of a 100 % stenosis of 210 mm length in the distal 1/3 of the sfa, one of the stents was found to be fractured. Reportedly, no difficulty occured during the placement of the stents and pre- and post-dilation was performed. No additional treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details.

Event description:
It was reported that 21 months post implantation of two stents for treatment of a 100 % stenosis of 210 mm length in the distal 1/3 of the sfa, one of the stents was found to be fractured. No additional treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 12 months follow-up examination were provided. On the basis of the evaluation of the images, the reported stent fracture could not be confirmed. The outer shape of the longer stent showed some irregularities which are related to the strut structure of this type of stent. No deficiencies of the entire stent strut structure was identified. No images of the reported stent fracture 21 months post stent implantation were provided. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post- dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. Reportedly, pre- and post dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced greater than 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 21 months post implantation of two overlapping stents for treatment of a 100% stenosis of 210 mm length in the distal 1/3 of the sfa, one of the stents was found to be fractured. Reportedly, no difficulty occured during the placement of the stents and pre- and post-dilation was performed. No additional treatment was performed. There was no reported patient injury.